Manufacturer narrative:
Corrected data d1 - brand name.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the upper abdomen, lower abdomen, and flanks using the cooladvantage applicator. They were treated on (B)(6) 2018 to the upper abdomen/mid abdomen using the cooladvantage petite applicator, to the lower abdomen using the cooladvantage applicator, to the flanks using the cooladvantage applicator, and to the bra rolls using the cooladvantage petite applicator. The patient developed paradoxical hyperplasia (pah/ph) 1 month after treatment. The patient was diagnosed with pah in the upper and lower abdomen, flanks, and dorsal rolls/bra fat on (B)(6) 2018. The pah was described as soft adipose deposits corresponding to applicator placement.

Event description:
Allergan aesthetics received a report of a patient treated with coolsculpting on (B)(6)2017 to the upper abdomen, lower abdomen, and flanks using the cooladvantage applicator. They were treated on (B)(6) 2018 to the upper abdomen/mid abdomen using the cooladvantage petite applicator, to the lower abdomen using the cooladvantage applicator, to the flanks using the cooladvantage applicator, and to the bra rolls using the cooladvantage petite applicator. The patient developed paradoxical hyperplasia (pah/ph) 1 month after treatment. The patient was diagnosed with pah in the upper and lower abdomen, flanks, and dorsal rolls/bra fat on (B)(6) 2018. The pah was described as soft adipose deposits corresponding to applicator placement.

Manufacturer narrative:
This is a historical record and reflects reports that were received by the company prior to april 2021. According to the coolsculpting user manual, under rare adverse events, paradoxical adipose hyperplasia (ph/pah) is characterized by a visibly enlarged tissue volume within the treatment area, which may develop two to five months after treatment. Surgical intervention may be required. Pah is not related to any coolsculpting device failure mode but it is included in the risk management files of the device because it is a risk that is inherent to the use cryolipolysis for localized fat reduction.